Event description:
It was reported this was an venotomy closure of the right common femoral vein using the pre-close technique prior to an accessory pathway (ap) ablation with watchman procedure. Reportedly, the plunger didn¿t go down all the way and when the plunger was removed no suture was present. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the ap ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to mechanical jam with the plunger and needle to cuff miss may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.